Manufacturer narrative:
Analysis of the production records is not available yet for all the system. However, production records of gali shows that the sterilization process occured normally: gali df4 sonr crt-d 2841 (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 8 june 2023 use before date: 8 december 2025 sterilization lot: s0611 - 3691 next MDR will provide production records analysis of the entire system.

Event description:
Reportedly, ^patient explant full system (device + leads) due to endocarditis.

Event description:
Reportedly, ^patient explant full system (device + leads) due to endocarditis.

Manufacturer narrative:
Analysis of the production records is not available yet for all the system. However, production records of gali shows that the sterilization process occured normally: gali df4 sonr crt-d 2841 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 8 june 2023. Use before date: 8 december 2025. Sterilization lot: s0611 - 3691 next MDR will provide production records analysis of the entire system.